Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was administered with oral antibiotic for one month. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on october 09, 2023.

Manufacturer narrative:
This report is submitted on november 09, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 11, 2023.